Manufacturer narrative:
Lot manufacture date: august 20, 2020 - august 21, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed evidence of a ruptured bladder (fluid in the housing). The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to the variation in material during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.